Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs) united states, alleging that their onetouch ultramini meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2023. The patient claimed obtaining what they felt were inaccurate high readings of ¿170, 227, 180, 215 and 201 mg/dl¿ with the subject meter at unspecified dates/times. The patient stated that they take insulin three times a day (self-adjusting dose) to manage their diabetes and denied making any changes to their usual diabetes management regimen in response to the reported issue. The patient claimed that on (B)(6) 2023, they began to feel ¿shaky¿ but denied receiving any treatment above and beyond their usual routine of diabetes care and management. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. A replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.